Manufacturer narrative:
Date of event: unknown. Investigation summary: (B)(4) samples were received for evaluation. Two samples had embedded foreign matter in the syringe barrel. (B)(4) samples had grease on the plunger rod. Failure mode was verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. No corrective actions will be taken for the embedded foreign matter, defect rate within allowed quality limits per bd¿s specifications. Grease likely came from the molding process where a plunger rod fell into a catch point on the press that had grease on it. The plunger rod could have fallen out of this catch point into the good parts chute because of the press vibration. It was determined that this catch point on the molding press needs to be covered to prevent plunger rods from getting caught and making contact with grease/oil. Vinyl was put on the press to cover this catch point until shields can be made to cover the catch point. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot# 7179903 for the same defect or symptom. No related defects or qns were recorded in the DHR. All required cleaning was performed during the production of this batch. Root cause description: embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. No corrective actions will be taken for the embedded foreign matter, defect rate within allowed quality limits per bd¿s specifications. Grease likely came from the molding process where a plunger rod fell into a catch point on the press that had grease on it. The plunger rod could have fallen out of this catch point into the good parts chute because of the press vibration. It was determined that this catch point on the molding press needs to be covered to prevent plunger rods from getting caught and making contact with grease/oil. Vinyl was put on the press to cover this catch point until shields can be made to cover the catch point.

Event description:
It was reported that bd¿ luer-lok syringes have a brown substance that appears to be in the material and a ink like substance on the plunger. There was no report of exposure, serious injury, or medical intervention.